Event description:
The customer reported that after approximately a half hour of use, the device would no longer open. Tissue around the jaws of the device was resected and the instrument was removed. Another device was used to complete the procedure without incident. There was no tissue damage, no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.